Event description:
It was reported that the customer's blood glucose values were high recently, with a value of 397 mg/dl. The night before the phone call with the representative. It was also reported that the customer had experienced multiple bent cannulas. The customer declined troubleshooting and speaking with the 24 hour helpline. The customer said they were about to change out the set. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.